Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath that was selected for use during a pulmonary vein isolation procedure to treat a paroxysmal atrial fibrillation exhibited air ingress. Preparation of the sheath was performed per the instructions for use (IFU). After transseptal puncture, while inserting the farawave ablation catheter into the faradrive sheath and performing aspiration of the sheath, air was repeatedly drawn into the aspiration syringe. After three aspiration attempts, the team decided to replace the sheath. The procedure was successfully completed using a replacement device. No patient complications were reported. The sheath is expected to be returned for analysis.

Manufacturer narrative:
Device evaluated by MFR.: the faradrive steerable sheath was returned to boston scientific with the dilator fully inserted into the sheath. Being returned in this manner can introduce damage to the hemostatic valve or exacerbate any prior clinically related hemostatic valve damage, which can negatively impact valve performance during returned device testing. The faradrive steerable sheath was prepared for leak testing, however, an attempt to purge the sheath of air was unsuccessful as the device was observed to leak from the proximal end of the sheath. Microscopic inspection of the hemostatic valve identified that both the inner and outer valves were torn, and that both valves were deformed and not sealing properly, likely due to the dilator being inserted in the sheath for an extended period of time during transit to boston scientific.

Event description:
It was reported that a faradrive steerable sheath that was selected for use during a pulmonary vein isolation procedure to treat a paroxysmal atrial fibrillation exhibited air ingress. Preparation of the sheath was performed per the instructions for use (IFU). After transseptal puncture, while inserting the farawave ablation catheter into the faradrive sheath and performing aspiration of the sheath, air was repeatedly drawn into the aspiration syringe. After three aspiration attempts, the team decided to replace the sheath. The procedure was successfully completed using a replacement device. No patient complications were reported. The sheath was returned for analysis. It was further confirmed that no fluid leak was noticed. No air was seen in the patient. An irrigation pump was used at the rate of 50ml/h for irrigation.